Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. There was no report of needle stick injury or medical intervention noted. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the safety shield broke off after blood collection. Customer states safety shield broke off after patient draw, before it could be applied to cover the needle. Steps taken with customer/troubleshooting: requested additional information from customer. If exposure occurred was there any post exposure testing or medical intervention? Pending. Additional information received: mon sep 19 18:07:50. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details safety shield breaking off can cause needle stick injury.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. There was no report of needle stick injury or medical intervention noted. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the safety shield broke off after blood collection. Customer states safety shield broke off after patient draw, before it could be applied to cover the needle. Steps taken with customer/troubleshooting: requested additional information from customer. If exposure occurred was there any post exposure testing or medical intervention? Pending. Additional information received: mon sep 19 18:07:50. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details safety shield breaking off can cause needle stick injury.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.